Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose levels were higher than 250 mg/dl, other values were 300 mg/dl and 400 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. Customer also reported sensor with inaccurate readings. The customer declined troubleshooting. The insulin pump was returned for analysis.